Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer alleges that a procedure was performed under the usual sterile conditions. Following a successful right radial artery puncture with an introducer needle, a designated guide wire was introduced into the vessel and resistance was encountered. The wire was withdrawn and resistance was again encountered. The wire would not advance and could not be pulled back. Fluoroscopy demonstrated a small knot at the tip of the wire. General surgeon was consulted. Surgery was performed to the right wrist and the wire was within the rt. Radial artery. An incision was made to free the trapped wire. The tip of the wire had a small knot and the wire was removed. Patient had wrist discomfort.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "knot at the tip of the wire" is confirmed. The guidewire was knotted approximately 0.3cm from the distal tip. The root cause of the guidewire knotting is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. Other remarks: please refer to MDR #3006425876-2017-00088/(B)(4) and MDR #3006425876-2017-00089/(B)(4) related to this complaint.

Event description:
The customer alleges that a procedure was performed under the usual sterile conditions. Following a successful right radial artery puncture with an introducer needle, a designated guide wire was introduced into the vessel and resistance was encountered. The wire was withdrawn and resistance was again encountered. The wire would not advance and could not be pulled back. Fluoroscopy demonstrated a small knot at the tip of the wire. General surgeon was consulted. Surgery was performed to the right wrist and the wire was within the rt. Radial artery. An incision was made to free the trapped wire. The tip of the wire had a small knot and the wire was removed. Patient had wrist discomfort.